Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken on both front corners of top of case, cracked on right plunger case and broken left plunger case. Customer?s reported issue was duplicated during syringe test and syringe plunger test. The root cause of the reported issue was determined to have been caused by the customer's impact to the device. Actions taken to mitigate the reported issue: replaced plunger board. Performed syringe test and all functional testing which passed.

Event description:
It was reported that sensor issue event occurred. No patient injury reported.